Manufacturer narrative:
The c701 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for total protein gen.2 (tp2) on a cobas 8000 cobas c 701 module. The initial result was 59.4 g/l. The repeat result was 73.6 g/l. The initial result did not correspond to the patient's clinical diagnosis, and the sample was repeated. The repeat result was believed to be correct. The questionable result was not reported outside of the laboratory.